Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The patient reported thoracic spine pain when the stimulator was turned on. Diagnostic methods included imaging which showed the tip of the lead was noted at t9-t10 when it was located at t8 at the time of implant. The etiology was noted as possibly related to the device or therapy and related to the implant procedure. Action taken as a result of the event included explanting and not replacing the entire device. The outcome was resolved without sequelae.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was thoracic pain with the stimulator turned on. The outcome was reported as resolved without sequelae. No actions were taken as an intervention. Diagnostic methods included a thoracic x-ray. The thoracic x-ray revealed the spinal stimulator was identified with tip of leads at approximately the top of t8 on (B)(6) 2014. Ten days later the patient had a lumbar x-ray which showed the spinal stimulator device presented with the lead positioned at t9-t10. On (B)(6) 2014 an examination showed tenderness over thoracic surgical incision, possibly representing facet tenderness and tenderness to palpation bilaterally lumbar region. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The patient reported radiating thoracic back pain when she turned her stimulator on. Additional information from the healthcare professional reported the patient had thoracic spine pain when they turned their stimulator on which was secondary to stimulation. A previous x-ray revealed the lead migrated. The lead was explanted and not replaced as an intervention. The migration event was considered resolved without sequelae and the etiology was related to the implant procedure and possibly related to the device or therapy. The thoracic pain was noted to be due to stimulation and possibly related to the device or therapy and not related to the implant procedure. Patient indication for use is spinal pain.

Manufacturer narrative:
Concomitant product(s): product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.